Event description:
Subsequent to the initial report filing, additional information was received stating that the shaft separated at a point outside the guiding catheter and the separated portion was easily retracted.

Event description:
It was reported that the target lesion was located in the circumflex (cx) artery with heavy calcification. During the attempt to cross the occluded and calcified lesion, the shaft of the 3.0 x 18 mm xience prime stent delivery system (sds) separated. The lesion was able to be crossed using another device. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.